Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's camera system did not work, was not getting detected by processor and had no image only color bar was coming. The issue was found during inspection for use. There were no reports of patient involvement.